Manufacturer narrative:
(B)(4). The analysis results showed that the tlh30 device was received in good visual conditions and with cartridge present on the device. The cartridge was received with ten staples present and protruding. The device was tested for functionality with a test cartridge and it forms the staples as intended and with a proper b formation. The device was disassembled to verify the condition of the internal components and the device was noted to have the lockout tab and the adjusting knob damaged. The damage to the tab and knob is consistent with an excessive force applied to the rotating knob when trying to dial down a locked device, causing the damage to the knob. It should be noted that the instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to an intestinal obstruction procedure, the surgeon was not able to use the device in the first place after the nurse opened the packaging. The surgeon found that the staples were already fired out of the instrument, without pulling the firing trigger. Furthermore, the surgeon also found that the adjusting knob was not functioning and he couldn't turn the adjusting knob. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.